Event description:
The pt reportedly developed an infection at the implant site after "banging their head against the wall" (date not given). The pt was treated with antibiotics. The pt developed a hematoma and was always scratching at the implant site. An infection later developed and the pt was prescribed antibiotics (prescription name not given). In april 2002, the pt was seen for evaluation. The center decided (date not given) to explant the pt's c1 device due to wound infection, flap breakdown and device extrusion.